Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the endoscope was received and failure analysis found the camera to have communication failures based off log review but was not replicated during in-house testing. A review of the logs showed 8 communications errors. The endoscope was tested and placed on in-house system or equivalent for functional testing and passed. Stereo calibration, endoscope focus test and color recognition were performed and passed. Images were clear, dewarped and not grainy. No noise or motion blur was seen. The buttons were fully functional and moved intuitively. First edt testing passed. Leak tests were performed and passed. The manifold membrane was inspected with the borescope probe and no punctures or tears were found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, vision went blurry, then lines appeared on the screen, and the screen went red, then it went to black. The procedure was converted to an open approach. The surgeon extended the sp incision to open, partially due to the endoscope issue. The procedure was converted to open due to lack of progress and unclear anatomy; it was not anticipated, but not unusual in these cases. He stated that the procedure could not have been converted to laparoscopic or completed robotically because of the patient¿s anatomy. Specifically, the patient had dense adhesions and was overall in poor condition. The patient also had inflamed anatomy and strictures. Technical support was not called. A backup endoscope was available; however, the surgeon converted to open for the reasons stated above. The impact on the patient¿s health was limited to requiring a longer incision, and there was no concern for long-term complications. The patient did not experience any post-operative complications and has since been discharged.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.